Event description:
It was reported that an incident occurred and the patient passed away while connected to the ventilator. The caretaker stated that the ventilator units' alarm sound level was very low. (B)(4).

Manufacturer narrative:
Additional information from customer stated that the sound level always reverted back to 10% when they tried to increase it. No fault was found during on-site troubleshooting. The volume sound was really loud and it was possible to adjust the sound level. Logs were downloaded and no parts were replaced. The ventilator was put back into service on (B)(6) 2016 with no further issues reported. Evaluation of the received device logs showed that no technical alarms were generated on the reported date of event. The event logs did not cover the start of ventilation and therefore, the sound level is unknown, but the logs showed that no adjustments to the sound level were made during the 7 hours of ventilation that the received logs covered. However, the logs showed clearly that user interactions as clinical alarms were silenced several times, as well as parameter changes were made. Logs showed that the sound level at the first startup, after the event, was at a level of 100%. The audible sound is tested during the pre-use checks tests (puc). The test logs showed that the latest puc performed was 2 months prior to the reported event, and the first performed after the event passed without deviation. There are no indications that there were any audible failures. According to received information, the patient passed away due to poor prognosis. Our conclusion is, that there was no ventilator malfunction during the reported date of the event. The ventilator was used at the time of the event, but it did not contribute to the reported death. (B)(4).

Event description:
(B)(4).